Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had no capture and impedance that was noted to fluctuate as the lead was repositioned. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to retract. The analyst noted that all electrical test results were passed. But visual inspection found the drive shaff lug stuck behind the retraction stop, and this indicated that the helix had been over-retracted during implant procedure, and preventing helix extension. Drive shaff lug stuck behind the retraction stop could contributed to the electrical complaints due to lack of connection from helix and the heart tissue. If information is provided in the future, a supplemental report will be issued.